Event description:
It was reported that patient experienced infusion set tubing was leaking at the site which leads to high bg in patient treated by correction injection via mdi on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including sample return. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.